Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There were no reported product deficiencies. The reported patient effect of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus stents referenced are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2010, due to chest pain, the patient underwent the index procedure with the deployment of two drug-eluting stents to the distal circumflex artery and one drug eluting stent to the proximal circumflex artery. Post residual stenosis was 30 % with timi 3 flow in the distal circumflex lesion and post residual stenosis was 0 % with timi 3 flow in the proximal circumflex lesion. The patient was discharged from the hospital on (B)(6) 2010. On (B)(6) 2012 the patient was experiencing recurrent ischemic symptoms, a cardiac enzyme test and angiography was performed and the symptoms were diagnosed as a potential myocardial infarction (mi). There was no reported treatment of the mi. No additional information was provided.